Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and the product lot number was not provided. However, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records for all lots manufactured. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information, it is determined the 5.5mm straight rod design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction. The date of manufacture cannot be determined without the lot number.

Event description:
Sales representative reported a revision surgery was necessary to remove and replace two broken rods at l5-s1. Patient had lower back pain bottom/hip. The revision surgery took place (B)(6) 2011. There were no complications during the surgery.